Event description:
The complainant has reported that a patient underwent a therapeutic procedure for placement of a biliary wallstent. The rx wallstent biliary endoprosthesis was advanced to the left hepatic duct. The stent was depoyed. The clinician noted difficulty upon attempt to remove the delivery system. The distal tip of the delivery system was reportedly punctured by the distal end of the stent. Pulling of the delivery system resulted in approxiamtely 10cm of the distal delivery system detaching. A dilatation balloon was advanced within the stent. It was inflated and the stent moved to the cbd. The detached component was retrieved utilizing forceps. The stent was not placed at the target site. The stent remains positioned within the cbd. The patient condition was noted as 'ok'. Additional information provided by the customer confirms that a subsequent stent was placed at the intended location within the "other duct". The patient condition is noted to be good upon discharge from the hospital.

Manufacturer narrative:
This device has not been received by this manufacturer. And evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.